Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The patient presented with unstable angina. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.5x50mm, concentric, denovo, target lesion was located in a moderately tortuous, mildly calcified left anterior descending artery (lad). Following predilatation with a 2.0x15mm balloon at 12 atmospheres and the stenosis was noted to be 70%. A 3.0x32mm promus element drug eluting stent (des) was implanted in the distal lad. A 3.5x38mm promus element des was advanced to treat the left circumflex artery (lcx), but significant resistance was encountered while trying to cross the previously implanted stent. After several manipulation attempts, the stent delivery system shaft broke 15cm from the hub. The device was removed. A 3.0x16mm promus element des was also implanted in the lad. The stents were post-dilated with a 3.25x15mm nc balloon with a final result of timi iii flow and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The patient presented with unstable angina. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.5x50mm, concentric, denovo, target lesion was located in a moderately tortuous, mildly calcified left anterior descending artery (lad). Following predilitation with a 2.0x15mm balloon at 12 atmospheres and the stenosis was noted to be 70%. A 3.0x32mm promus element drug eluting stent (des) was implanted in the distal lad. A 3.5x38mm promus element des was advanced to treat the left circumflex artery (lcx), but significant resistance was encountered while trying to cross the previously implanted stent. After several manipulation attempts, the stent delivery system shaft broke 15cm from the hub. The device was removed. A 3.0x16mm promus element des was also implanted in the lad. The stents were post-dilated with a 3.25x15mm nc balloon with a final result of timi iii flow and the procedure was completed. No patient complications were reported. A promus element plus, mr, ous 3.50x38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The mid crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 265mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip showed no damage. No other issues were identified during the product analysis.